Event description:
It was reported that a doctor had an issue during an explant once because the patient was obese. The lead broke off into the patient¿s spine. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).